Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): hex wrench: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Screw: as no lot numbers was provided for the screw, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it has been reported that after trailing the stem and trying to remove it, the screw seemed cross threaded. It was not possible to remove it. The hex wrench tip fractured off at the proximal stem hole opening. The surgery was completed with another device. The hex wrench has been returned for investigation together with the wagner sl trial stem proximal l190, the wagner sl trial stem distal 15 and the screw for trial stem l 190. Review of product documentation: two pictures have been received, showing the broken instrument. Compatibility: the reported products are compatible. The IFU states "after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate." Devices analysis: visual examination: the wagner sl trial stem shows some normal signs of usage. Further no considerable deteriorations, deformations or imperfections can be seen. The hex wrench shows some normal signs of usage and it was possible to see the breakage point of the instrument. A small part of the hex wrench remains stuck in the screw head. As the screw remains stuck within the proximal and distal trial stem its ref no. And length cannot be confirmed. Measurements: no measurement was performed as the screw remains stuck in the wagner sl revision stem. Further the dhf indicates the conformity of the product. Functional test: it was not possible to perform any functional test, as the broken piece of the hex wrench remains stuck in the proximal part of the wagner sl trial stem. Root cause analysis: related to wagner sl trial stems and the screw: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance. -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient. -> not possible, according to material compatibility specification, the material has been tested. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. => possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. - components stuck together, incorrect conclusion on size due to compatibility of incompatible combinations. => possible. The reported trail stems size (190 mm) is compatible to the reported screw 190 mm. However, as the screw remains stuck within the proximal and distal trial stem its ref no. And length cannot be confirmed. So it is possible a wrong sized screw was applied leading to its jamming. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition. => possible, as the screw remains stuck in the trial stems the assembly/ disassembly conditions failed. Related to hex wrench: root cause determination using rmw : - instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance. -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. - instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient -> not possible, according to material compatibility specification, the material has been tested. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. -> not possible, as no signs of corrosion are present on the wrench instrument - instrument breaks or deforms due to off-label / abnormal-use. -> not possible, as no signs of abnormal use are present on the wrench instrument. - damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. => possible, as the proximal wagner sl stem and the screw got stuck, preventing the disassembly of the instrument. This could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. The jammed screw in turn led to the breakage of the wrench during the attempt to remove the screw. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition. => possible, as the hex wrench is broken the mating conditions failed and it cannot be used with the mating instrument as intended. Conclusion summary: based on the returned products and the given information the complaint could be confirmed. The visual examination did confirm that the screw got jammed in the proximal wagner sl stem, and that the wrench broke. A possible root cause could be related to incomplete or incorrect steps of lubrication of threads after the cleaning/disinfection process. The IFU states ""after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Reassemble and tighten screws where appropriate.""). Thus, resulting in possible wear particles or corroded thread that blocked the screw into the wagner sl stem, which in turn led to breakage of the wrench during the attempt to remove the screw. Further, as the screw remains stuck within the proximal and distal trial stem its ref no. And length cannot be confirmed. So it is also possible a wrong sized screw was applied leading to its jamming. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that a wagner sl revision screw for trial stem, l 190 was used in a surgery. It was also reported: ",it was observed that after trailing the stem and trying to remove it , screw seemed cross threaded .they were unable to remove. The hex wrench tip fractured off at the proximal stem hole opening." Surgery was completed with another device.